Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in lower abdomen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." And medical device monitoring error "essure placement and ablation performed on same day". The patient's medical history included endometrial biopsy, lower abdominal pain, lupus erythematosus, rash, pap smear abnormal, augmentation mammoplasty, tonsillectomy, laparoscopy, endometriosis, dysfunctional uterine bleeding, endometrial ablation, ovarian cyst, debris, bone shedding, hemorrhagic cyst, pain in hand, atrial septal defect, parity 4, stress urinary incontinence and chronic cervicitis. Previously administered products included for an unreported indication: aspirin and plaquenil. Concurrent conditions included endometritis. Concomitant products included alprazolam (xanax) from (B)(6) 2011 to (B)(6) 2013, mycophenolate mofetil hydrochloride (cellcept) since (B)(6) 2011, nortriptyline since (B)(6) 2011, promethazine since (B)(6) 2011 and venlafaxine hydrochloride (effexor) since (B)(6) 2011. In 2011, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and medical device discomfort ("essure irritation inside my body"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved, the bladder disorder, urinary tract disorder, dysmenorrhoea and medical device discomfort outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, fatigue, medical device discomfort, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion - the tip of the 2nd essure was bent at 90 degrees making it usable therefore a second box was required to be opened the defective essure was not placed in the patient. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2012: result: right ovary: a few small follicular cysts are noted. Left ovary: a few small follicular cysts are noted. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdomen pain, menorrhagia. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and mr received. Previously reported event injury updated to more specified events, events- "abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), fatigue, she did not underwent essure confirmation test, pain in lower abdomen, essure irritation inside my body, essure placement and ablation performed on same day." Reporter information, patient history, concomitant drugs, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.